Event description:
It was reported that after a device change, the implantable cardioverter defibrillator (ICD) bi-ventricular pacing dropped significantly. Programming changes were discussed; no changes or interventions were reported. The patient condition was stable.